Event description:
Patient was receiving fentanyl overnight via pump and it was noted that the drips was not dripping in the chamber. The pump alarm did not alarm that medication was not infusing. IV pump removed from room and tagged not working. Charge rn made aware. Ce interrogation log: all alarms working properly and infusing volume within specs. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter).